Manufacturer narrative:
This facility reported a pt infiltration with this unit. Product monitoring opened complaint to record the event. On product monitoring's f/u call with the facility, the contact reported that there was no serious injury to the pt and that their in-house diagnostic imaging services (clinical engineering dept.) Verified the pressure limit of the injector. No lf service requested for the unit.

Event description:
During a CT scan-4d angio of the neck, isovue 370 infiltration in the pt's left antecub. The pt is (B)(6) female with a 20 gauge IV. The injection protocol was 4cc per sec and 50cc were injected. The IV was started by the IV team and it took 5 attempts. Blood return was not checked prior to contrast administration. The infiltration caused swelling and pressure at the site and was treated with ice for 20 minutes, no add'l pt info was received; (B)(6): customer reports via email: there were no serious injuries to the pt, and discharged.